Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a false positive architect total b-hcg result on a 40-yr old female patient. The following results were provided: sid (B)(6) = 49.88 / <1.2 / <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is an increase in complaint activity for this lot number but there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. Additionally, accuracy of the architect total b-hcg assay has been evaluated with a retained in-house kit of the same lot# 65732ud02 and met all specifications, confirming that this lot is meeting the architect total b-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 65732ud02.

Event description:
The customer reported a false positive architect total b-hcg result on a 40-yr old female patient. The following results were provided: sid (B)(6) = 49.88 / <1.2 / <1.2 miu/ml no impact to patient management was reported.